Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose value. Customer blood glucose value was 495 mg/dl and treated with manual injection. Customer experienced symptom such ad headache. The auto mode was not active. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.